Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.